Event description:
This case was initially received via regulatory authority ansm (B)(4). This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("essure removed") and thrombosis ("thrombosis") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In 2016, the patient experienced rash pustular ("plaques with pustules on the arms and on the belly"). In (B)(6) 2016, the patient experienced thrombosis (seriousness criterion medically significant). On 2-oct-2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced arthralgia ("permanent articular pain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal, thrombosis and arthralgia outcome was unknown and the rash pustular had not resolved. The reporter provided no causality assessment for arthralgia, medical device removal, rash pustular and thrombosis with essure. Further company follow-up with the regulatory authority is not possible. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 09-oct-2017 for the following meddra preferred term: medical device removal- the analysis in the global safety database revealed 739 cases bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.